Manufacturer narrative:
(B)(4). The complaint opt312 optiflow junior nasal cannulae are currently en route to fph (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare (fph) field representative that there was a hole in two opt312 optiflow junior nasal cannulae and this was noticed during use. No patient consequence was reported.